Event description:
A malfunction alarm was reported by the customer, identified as "malf 0," but no notable events occurred prior to this. There was no reported impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.